Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated they got into the pool and forgot that insulin pump was still connected and now insulin pump was not working. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The device will be returned for analysis.